Event description:
Consumer reportedly was using the commode as a wheelchair. The user's spouse was transferring pt to the commode when pt began sliding to the floor and the chair allegedly flipped resulting in a fractured femur.